Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1662 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr1662) have been reported from the same facility.

Event description:
It was reported "our PICC nurses have discovered a defect on some of the bard PICC sherlock 5fr dual lumen kits. The peel-away part of the introducer has a ¿lip¿ or ¿bubble¿ at the tip and is not smooth." It was stated that this was found with five kits. This report addresses the first kit. (B)(6)2020 - discovered intraprocedural when attempting to insert the dilator.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "our PICC nurses have discovered a defect on some of the bard PICC sherlock 5fr dual lumen kits. The peel-away part of the introducer has a ¿lip¿ or ¿bubble¿ at the tip and is not smooth." It was stated that this was found with five kits. This report addresses the first kit.